Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 192mg/dl non-fasting and from non-fasting meter to meter comparison results of 128mg/dl using true focus meter and 104mg/dl using dr.'s device. The customer¿s expected am fasting blood glucose test result is 130mg/dl and expected am non-fasting blood glucose test result is 190mg/dl. At the time of the call the customer reported feeling dizzy; medical attention was not needed at the time. Customer stated that he had gone to the doctor on (B)(6) 2022 due to the meter results and symptoms of headaches, blurry vision, feeling weak. Doctor advised customer to get a replacement meter and also provided customer a meal plan. During the call, a blood test was performed by the customer non-fasting and produced test result of 94mg/dl using true focus meter; the customer was not satisfied with the result obtained, stating he feels that his blood glucose level is lower. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/13/2023 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 133 mg/dl, date: (B)(6) 2022, time: 10:26 am, non-fasting. Result 2: 112 mg/dl, date: (B)(6) 2022, time: 10:06 am, non-fasting. Result 3: 113 mg/dl, date: (B)(6) 2022, time: 09:23 am, non-fasting. Result 4: 192 mg/dl, date: (B)(6) 2022, time: 07:58 am, non-fasting. Result 5: 161 mg/dl, date: (B)(6) 2022, time: 08:44 pm, non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-feb-2022 to ensure that the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No further medical attention was reported. Note: manufacturer contacted customer in a follow-up call on 23-feb-2022 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated replacement products resolved initial concern.